Event description:
Pt called physician to report a retained foreign object. The pt stated something was left inside her after a saline sonogram was performed and that it had come out of her vagina later the same day. A cook medical goldstein sonohysterography catheter was used. The pt described the item as a small white cylindrical tube approx 1 inch long. The pt brought the item into the physician office and it was identified by the physician as a plastic tip of the goldstein sonohysterography catheter. The physician was unaware the tip is actually a separate piece from the catheter and that it can come off.